Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged on the distal side with struts overlapping and stretched over the distal markerband. This type of damage most likely occurred during attempts to advance through a severely calcified lesion. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed severe signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. A visual and tactile examination found multiple slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The device could not be passed though the recommend 5f guide catheter due to the damage evident on the stent. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29aug2016. It was reported that insertion difficulties were encountered and tip damage occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex (lcx). A 2.75x38 synergy¿ drug-eluting stent was advanced but could not pass through the guidezilla¿ guide extension catheter. It was also noted that the tip of the stent delivery system was flattened. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.